Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack in case. The customer stated that the device is not bumped or dropped. The customer reported that the cracks is on display and not readable. The customer doesn't know the damage occurred. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No cracked lcd window noted however, the insulin pump was received with had minor scratched lcd window, cracked case at the display window corner, broken belt clip slot, cracked reservoir tube lip and missing the end cap sticker.